Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room because their device was beeping every four hours. A lead integrity alert (lia) triggered for the right ventricular (rv) lead exhibited t-wave oversensing (twos), elevated sensing integrity counter (sic), and high rate non-sustained episodes. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. To date there has been no intervention and the leads remains in use. No patient complications have been reported as a result of this event.